Manufacturer narrative:
Return requested for camera and computer. Replacement camera and replacement computer were both shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site physician reported that, while in a cranial procedure, their navigation system displayed localiser not connecting error message. Surgeon explained he was receiving the error message, however, this disappeared on re-start of the navigation system. No further details were provided. Delay in therapy was less than one hour. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect computer finds that after connecting an optical system to the computer and there was no communication issues observed. The software applications were entered and exited 10 times without issue. Medtronic investigation of returned suspect system control unit (scu) finds that when connected to a known good system the scu performed as expected. The connection to the positioning sensor unit (psu) was good with normal tracking throughout the volume. All breakout box ports functioned normally. A check of the event log did not reveal any adverse events. No problem found. Testing of the computer and scu was unable to duplicate the reported issue.